Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. The device was returned without the hub. The device was returned firmly stuck to the 8f non-bsc guide catheter, with 12 cm of the device's distal shaft protruding out from the hub of the guide catheter. There was blood inside and outside of the devices. The devices were soaked in a warm water bath for one day. There was no damage to the guide catheter, however; the shaft of the guide catheter was cut 31 cm from the proximal end of the hub, as part of the lab analysis in an effort to separate the devices. The hypotube, collar, distal shaft and tip were microscopically, visually and tactile inspected. Inspection revealed; the hub was cut/severed off from the hypotube, collar damage (kink, shaft lifted), tip damage (abrasion), 6 cm of the distal shaft that was protruding from the guide catheter was damaged (flattened) with numerous kinks in the damaged shaft, and overall shaft damage (flattened) was found starting at 8.5 cm from the tip and continued for 25.5 cm (stopping at 34 cm from tip). The distal shaft and tip were measured with a calibrated laser micrometer. The tip met specification, the undamaged shaft measuring met specification, and the damaged shaft exceeded specification . A lab supplied guide wire (.014¿) was inserted into the guidezilla collar and advanced easily through the guidezilla and guide catheter, and exited out from the guide catheter tip. Functional testing could not be done due to the condition of the returned device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28 nov 2017. It was reported that the device became stuck inside of the guiding catheter. A 6f guidezilla¿ ii long guide extension catheter was selected for a procedure. While inside of the patient, the device stopped moving and seemed to be stuck inside of the guiding catheter; therefore it was pulled out along with the guiding catheter. After removal from the patient, the device still seemed to be stuck within the guiding catheter. The procedure was completed successfully with a different device. No patient complications were reported and the patient¿s status after the procedure was stable. However, device analysis found collar damage (shaft lifted).